Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter x 160 mm long saccular thoracic aortic aneurysm at zone 4. The proximal neck was 30 mm in diameter; the distal neck was tapered and 36-30 mm in diameter. The length from the top of the arch to the proximal end of the aneurysm was 70 mm, and the length from the distal end of the aneurysm to the celiac was 20 mm. There was no thrombus, calcification, or tortuosity. It was reported that three talent thoracic stent grafts were implanted without issues in a straight area of the descending thoracic aorta with 5 cm of overlap between the two proximal grafts and 9 cm of overlap between the two distal grafts. A type iii endoleak from the junction of the first and second grafts was noted, and although touch-up ballooning with a reliant balloon was performed several times, the endoleak was not resolved. The physician decided to not intervene but to monitor the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (type iii endoleak).

Event description:
Additional information was received. It was reported that on a follow up CT scan approximately four months post index procedure, the previous reported type iii junction endoleak had self-resolved.